Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 402 mg/dl at the time of incident. The customer¿s current blood glucose value was 334 mg/dl. The customer was not able to calibrate insulin pump due to high blood glucose value. It was unknown if the customer using auto mode at the time of event. The insulin pump will not be returned for analysis.